Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose was unknown. Troubleshooting was assisted performed. The device will not be returned for analysis.

Manufacturer narrative:
Evaluated 1 of 8 random seal or unopened reservoirs. Performed pre-fill test to reservoirs. No air bubbles were observed during analysis. Checked o-rings or stopper groove for defects and none were found. Conclusion: no air bubbles. (B)(4).